Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Rep was not made aware of any patient complaints or intra-operative or pathological findings.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Rep was not made aware of any patient complaints or intra-operative or pathological findings. Clinician review concluded: cup malposition in absent anteversion in combination with stem valgus malposition has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision.

Manufacturer narrative:
An event regarding disassociation involving an lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed through review of the x-ray and photos provided. The reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal head. As per the medical review, a review of the photograph of the explanted head identified the following; some black staining is also visible inside the cochr 36-mm/+10 femoral head -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: cup malposition in absent anteversion in combination with stem valgus malposition has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.